Event description:
Cassette holder for mounting on wall bucky fell off when bucky was raised. The cassette holder then nearly struck the pt but the technologist caught the cassette holder with her left hand resulting in her twisting her left wrist. Injury was minor and required no medical attention.